Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) - review of quality records.

Event description:
It was reported that the patient was hospitalized for cardiac insufficiency and hematoma. On (B)(6) 2013 severe sepsis occurred. No intervention would be performed until the patient's condition improved.